Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert and an inappropriate shock from the implantable cardioverter defibrillator. Upon examination, the device was found in backup vvi operation. The device was then restored to its intended programmed settings. The patient was fine after the device was restored and was expected to follow up routinely with their cardiologist.